Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created to capture the revision surgery which reports only the head and liner. The surgeon indicated that the initial surgery was done in (B)(6) on approx 25 years ago, was a depuy hip but with no patient implant record. Doi: 1996. Dor: (B)(6) 2021, unknown side.